Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported the patient experienced recurrence of pain, erosion, infection, dyspareunia, and neuromuscular problems. On (B)(6) 2011 the patient requested removal of mesh sling, due to chronic pain, this was not recommended at this time due to history of uterine cancer. Due to her history of pelvic inflammatory disease she was informed that should would need a diagnostic laparoscopy. No additional information was provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.